Event description:
On 08/16/06, nellcor rec'd a report where it was claimed that the pilot balloon on a 6lpc trachestomy tube separated from the inflation lumen. The caller reported that this was discovered while in use on a pt.

Manufacturer narrative:
Investigation of this report is currently in progress.